Event description:
It was reported by service report that the zoom is intermittent. The service report notes do not indicate if there was a patient involved or if there were adverse consequences reported.

Manufacturer narrative:
Drive assembly.